Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the right ventricular lead integrity alert. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular (rv) lead integrity warning occurred on (B)(6) 2016 for sensing integrity counts (sic) greater than 30 in 3 days and rv lead impedance variation in last 60 days. Beginning (B)(6) 2016, rv pacing impedance spiked to 836 ohms from last measurement at 437 ohms. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in threshold to a high value. During the same time, a lead integrity alert (lia) was triggered due to an increase and variation in pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.